Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and it was observed that the female connector was separated from the main body. The reported condition of separation between the female connector and main body was verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Due to the nature of the sample, a connection test could not be performed, therefore the reported connection issue to female connector could not be refuted or verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿the dark blue connector was completely detached from the light blue main body¿. This occurred after treatment of peritoneal dialysis therapy. It was further reported that transfer set was difficult to disconnect from the patient line of the amia automated pd cycler set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.